Event description:
It was reported that the patient heard the alert and went to the doctor. Upon interrogation of the device, it was observed there was a lead integrity alert (lia), high impedance, oversensing and possible fracture on the right ventricular (rv) lead. During intraoperative it was noted the electrode looked like twiddler syndrome although the patient denied turning the device. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead impedance out of range alert, and the criteria for the right ventricular lead integrity alert were met. Five "lead failure predictor" episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013 and 11. 783 of 847 lifetime v-sic occur since (B)(6) 2013. All impedances are undefined on (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013, (B)(6) , and (B)(6) due to meeting the conditions for non sustained tachycardia and v-sic. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.